Event description:
The pt was seen at the implant center for device eval in 2/2001. Testing conducted at the center demonstrated the pt's system was no longer functioning. Revision surgery took place in 3/2001. The pt was reimplanted with another clarion device.